Manufacturer narrative:
(B)(4) date sent: 08/05/2021 additional information was requested, and the following was received: the procedure was a sigmoidectomy. It was not confirmed during use what shape of the staples were deployed. The colostomy was not performed. The patient¿s condition is stable. The surgeon commented that the issue was caused because the female surgeon fired the device and there were a lot of stools.

Manufacturer narrative:
(B)(4). Date sent: 08/30/2021. D4: batch # u5eh6l. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: could you please provide more details for "" but it felt the staples were not deployed completely""? What confirmation was received that the device was fully fired? No further information is available. Did the device staple? Yes. Was the staple line complete? No further information is available. Were there any staples missing from the staple line? No further information is available. What was the shape of the staples (b-formation, irregular, legs straight)? No further information is available.

Event description:
It was reported that during an unknown procedure, it was difficult to remove the device from the patient after the firing. It was somehow removed, but it felt the staples were not deployed completely on the intestinal posterior wall. Another device was used to re-anastomose. There were no adverse consequences to the patient. No further information is available.